Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are constantly having accidents, as if they don't even have the interstim therapy anymore. They have had so many accidents every day, more consistently, for probably about 2 weeks. About a month ago, they adjusted the program and have tried different amplitude strengths as well. Reviewed option to try a different program. It is recommended that patients follow up with their managing physician if they exhaust all programs without success. Reviewed charging expectations and how to power a handset off when not in use. On 2024-01-09 additional information was received from the patient. The patient is reporting ongoing therapy concerns. The patient reported that the therapy was not working at all for them. They have tried all the programs. They saw their managing physician, and they checked the implanted components and confirmed they were all in place and working correctly. The doctor suggested moving the interstim system to the opposite side to see if that worked better for the patient; however, no plans had been made for revision surgery at this time. Redirected the patient to follow up with the managing physician. The patient indicated they plan to ask the doctor to schedule an appointment to meet with medtronic field staff.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the therapy not working was undetermined. The nurse changed the setting to an a and b program on their device. Program a is not working. Devices are working correctly. No plans to replace the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.